Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the bb/alarm history shows evidence of cs-064-0008 and cs-078-0008 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; evidence of internal moisture was observed on the motor flex. The complaint was confirmed in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting an unknown call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.